Manufacturer narrative:
Follow-up #1: date of submission 05/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: according the black box, the pump was used for basal delivery from (B)(6) 2016 at 5:27pm to (B)(6) 2016 at 10:40am; no activity outside of normal use was observed. The total daily dose of insulin added up correctly and reflected the programmed basal rate target. The ¿ez-prime¿ steps were performed correctly and the pump reflected 24units after a 24hr period of a 1u/hr duration test. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter stated that the user blood glucose (bg) readings were at or below 70 mg/dl; however, the reporter did not specify if the readings were below 40 mg/dl. There were no reported symptoms associated with hypoglycemia, nor was there a report of assistance by a third party, loss of consciousness, or seizure. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because of the allegation of a history/settings issue.